Event description:
The device was used during a low anterior resection procedure. Reportedly, the instrument did not fire and was difficult to remove from the pt's cavity. The surgeon performed an unintended permanent colostomy to complete the procedure. The hospital has reported the pt's condition is satisfactory.